Event description:
It was reported that during a lap bowel procedure, the surgeon closed the device, attempted to fire and it would not fire. It did not staple or cut. Another device was used to complete the procedure after a 5 min delay. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary - the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. Tht cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device ws disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.